Event description:
It was reported that the procedure was to treat the dorsalis pedis artery. The ht command 14 guide wire was used and torqued in the non-abbott micro catheter for four hours. It was noted the tip of the guide wire separated and was attempted to be snared; however, was unsuccessful. The tip was embedded into the vessel wall. It was noted resistance was felt during advancement with the unspecified micro catheter and anatomy. Another unspecified device was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and tip separation appear to be related to case circumstances of the procedure. Based on the reported information, during advancement, the guide wire encountered resistance while advancing through the anatomy likely causing damage to the tip and the difficulty to advance the micro-catheter over the guide wire. Further manipulation during the procedure ultimately resulted in the tip separation. The separated tip was attempted to be snared; however, was unsuccessful so the separated tip was embedded into the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.